Event description:
A customer obtained biased results for quality control smaples. The event is consistent with a malfunction that could have caused a biased pt result to be reported. There was no report of pt harm as a result of this event.